Event description:
Resident was being transported to shower area of nursing facility by two nurse aides using shower chair. Two wheels came off chair throwing resident toward floor. An aide attempted to catch resident to break his fall. Resident suffered fractured hip. Hospitalized inspection of wheel sprockets showed them to be worn and defective. The chair was put in service in february 1996.